Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm malfunction could not be evaluated due to contaminated usb pins. However, the alleged shutdown was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had briefly been exposed to ocean water. Subsequently, the pump displayed an alarm message stating that the pump was exposed to extreme temperatures. The customer reported that prior to the water exposure, the pump had been at 70 degree (fahrenheit) temperatures. Shortly after, the pump was noted to be unresponsive and stopped all insulin delivery. The customer reportedly noticed the pump battery was low (15%) at the time of the issue but was uncertain if the pump shut down due to low battery. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.